Manufacturer narrative:
The device was returned and customer allegation was confirmed. The connecting tube and universal cord was wrinkled. The bending angle in the upward direction does not meet the specification value and play of the up/down knob was out of standard value due to wear of the angle wire. The right/left knob and up/down knob was deformed causing fluid invasion. There was no water flow through the jet channel due to damage to the unit. The screen was partially dark due to scratches on the charge coupled device lens. The light guide lens was damaged. The adhesive of the bending section was broken. The air/water cylinder and suction cylinder was deformed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, wrinkles and deformation of the insertion part of the colonovideoscope was noted during preparation for use for an unknown procedure. There were no reports of patient harm associated with the event. The device was returned and an evaluation at the repair center revealed clogging of the auxiliary channel with foreign material. This medical device report is being submitted for reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user not reprocessing the subject device before sending it back to the legal manufacturer. Also, due to damage of the auxiliary water channel, foreign material may not have been cleared. The foreign material could not be identified. A further cause of the damage could not be presumed. Preventive measures are included in the instructions for use operation manual: 5.4 returning the endoscope for repair. Olympus will continue to monitor field performance for this device.